Manufacturer narrative:
Section :a3b: unknown/ asked but not available. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's left eye. There was no patient injury. From additional information it was learnt that the lens was removed and replaced with a same model lens with +26.0 diopter in the secondary procedure. No other information is available.